Event description:
Patient experienced abdominal pain, and subsequent testing showed breakage of port tubing. Surgery to explant and replace access port has occurred. Follow up findings: leakage at or near port tubing connector.